Event description:
It was reported that the patient was hospitalized for treatment of sepsis, bacteremia, and a driveline infection. The patient had acute onset of a severe headache on (B)(6) 2022. A head computed tomography (CT) revealed an intracerebral hemorrhage (ich). The patient experienced a rapid decline in condition and was intubated. A repeat computed tomography angiography (cta)/head CT revealed rapid, massive expansion of the ich with evidence of midline shirt and uncal herniation. No surgical intervention was warranted. The patient was transitioned to do not resituate/comfort care status. The patient was extubated and the left ventricular assist device (lvad) was deactivated. The patient passed on (B)(6) 2022 at 21:14.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20nov2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, infection (local, driveline, pump pocket), sepsis, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.